Event description:
A review of service data detected a reportable problem. During servicing, the connector pins were bent on electrode belt sn (B)(4). The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the pins were bent on the electrode belt trunk cable connector. As a result, the electrode belt could not be connected to a test monitor. The root cause of the bent pins could not be positively identified, but the damage was likely caused by excessive force when connecting or disconnecting the electrode belt from a monitor. No adverse event resulted from the damage connector pins. The last pt to use this electrode belt did not report any deficiencies.